Manufacturer narrative:
Investigation summary: investigation into this event showed the precision of the system was outside the expected interval. On-site service verified instrument performance, and all marker assay precision tests met field troubleshooting guidelines. The customer was unwilling to continue investigation of the event. The root cause of the event is unk.

Event description:
A customer observed negatively biased phyt results for multiple samples from one pt tested on the vitros 950 analyzer. Biased results were released and corrected reports issued after retesting. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.